Event description:
Patient with a history of parkinson's disease. The patient has had a malfunctioning dbs (deep brain stimulation) system with low impedances measured, and therefore presents for revision.